Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did back to back blood glucose tests, within 10 minutes, using separate finger sticks. His results were 203, 171, 117 mg/dl. He did not have any symptoms. Control testing was not done due to lack of supplies. On follow up, the reporter stated he had done a control test with a result of 123 mg/dl, which was in range. The lifescan representative reviewed coverage, cleaning, coding and storage with the reporter.